Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete cartridge change alert as they had not completed the load process. The customer then experienced an elevated blood glucose level of "high"; although specific value was not provided. The customer addressed the elevated bg with a manual injection of insulin. Tandem technical support educated the customer on the meaning of an incomplete cartridge change alert. The customer continued to use the pump for insulin therapy.